Event description:
It was reported to boston scientific corporation that the patient, who is over 18 years old, was implanted with a lynx suprapubic sling system sometime in (B)(6) 2012.post-procedure, the patient experiences abdominal tenderness, and it's painful for her to bend over. The physician does not know the cause and scheduled an MRI to determine the cause; however, the patient declined. It has not yet been determined what the issue is or if the patient will undergo any sort of medical intervention.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.